Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-obstructive urinary retention and urinary/bowel dysfunction. It was reported that patient states last saturday patient was feeling a shocking sensation all day in the pelvic area and then it finally stopped but patient wanted to lower the intensity and could not. Patient met with doctor and the issue is unknown. Patient states handset is not charging past 55% and had it plugged in all day yesterday and is using the manufacturer wall plug. Patient mentioned one time seeing device not found. A request was sent to the repair department to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.